Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the mfg site for analysis, but has yet to be received. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.

Event description:
Customer states: during pre-test prior to use on a pt at hospital, a doctor confirmed the cuff could not be inflated. No pt involvement.